Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4)

Event description:
The patient was seen in the doctor¿s office for a pump refill. The day after the refill the patient presented to the office complaining of flu-like symptoms. The patient stated the pump was not working. Their healthcare provider interrogated the pump which showed that safe state and a battery reset message occurred. They programmed the patient¿s pump to their previous infusion rate. A dye study was performed and the catheter was patent. The patient was given a prescription for pain medication to use over the weekend in case the patient¿s pump returned to ¿safe state¿. Interrogation of the device on the morning of the report revealed the pump was still infusing at the rate that was previously programmed. The patient stated they were feeling better. The pump was explanted and replaced, and the doctor was able to aspirate the catheter in the operating room after connecting the catheter to the replacement pump. The patient¿s status at the time of the report was alive with no injury. The medications infused were dilaudid and bupivacaine.

Manufacturer narrative:
Analysis of the pump revealed low battery reset. The cause was undetermined.

Event description:
On (B)(6) 2014 logs were received that confirmed a low battery reset occurred following a reset. The low battery reset was followed by a safe state.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.